Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with malaise, weight loss, decreased appetite, and chills. The patient had blood cultures positive for staphylococcus pseudintermedius. The patient was treated with intravenous vancomycin and elevated on the transplant list due to driveline infection and subsequent bacteremia. The patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.